Manufacturer narrative:
Initial and final MDR (B)(4)- device 10 of 10

Event description:
Reference number (B)(4). Event occurred in spain it was reported that, the patient experienced issue with 10 infusion sets cannula being kinked between (B)(6)2024 to (B)(6)2024. The symptoms were noticed within 3 hours of insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available